Event description:
During follow up, it was reported that the device entered back up mode (bvvi) due to a sudden drop in battery voltage potentially following code corruption. The pacemaker was explanted and replaced in order to resolve the issue.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was in backup operation when received. Analysis of device image indicated that the device went into backup operation a month before the explant date, consistent with non-maskable interrupt (nmi) and checksum error. Analysis also indicated device battery voltage was above the elective replacement indicator (eri) level throughout the implant duration. After reloading the product code, electrical and mechanical tests indicated the device exhibited normal functionality and the battery voltage was at eri. A longevity assessment was performed, the device longevity was normal and within range. The backup mode could not be reproduced in the lab and the cause of checksum error could not be determined. Based on this information, abbott is performing further investigation.